Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the touchframe, which resolved the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator touch screen became inoperable. There was no patient involvement.

Manufacturer narrative:
(B)(4). The touchframe printed circuit board (pcb) was received for evaluation. Visual inspection was conducted and no anomalies were observed. The unit was attached to a test ventilator for performance analysis and the ventilator was powered on. On review of the ventilator¿s diagnostic logs, no errors or alarms were observed. The ventilator was set on ventilation mode for a minimum of 24 hours without any errors or alarms generated. The ventilator passed all tests and calibrations, and was found to be operating within manufacturing specifications. The customer reported malfunction was not verified.